Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusion: visual inspection of the returned indicated a corner of the inner tyvek lid had delaminated. It is likely the corner of the lid stuck to the outer tyvek lid, causing it to delaminate when the outer lid was peeled back. Also, the foam was stuck to the inner tyvek lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
During a primary surgery while opening the implant, the inner peel pack opened when opening the outer barrier. An immediate backup was available.

Event description:
During a primary surgery while opening the implant, the inner peel pack opened when opening the outer barrier. An immediate backup was available.